Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). On (B)(6) 2017, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The the fse replaced the cup transfer assembly. The fse completed all cup transfer position checks and cup transfer test. All errors cleared and the aia-900 instrument is operational. No further action is required by field service. The most probable cause of the c trans home detect error was a mechanical failure of the cup pickup assembly.

Event description:
On (B)(6) 2017, the customer reported a c trans home detect error with their aia-900 analyzer. The customer stated that the pickup chuck arms were opened and he cleaned the analyzer but when the arms were closed, the error did not cleared. The customer reported the sensor light was on but the waste chute was clear. On (B)(6) 2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for progesterone ii, estradiol (e2), follicle stimulation hormone (fsh), and luteinizing hormone (lhii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.